Event description:
It was reported that the brakes would not hold/latching due to wear.

Event description:
It was reported that the brakes would not hold/latching due to wear.

Manufacturer narrative:
Device has been repaired and returned.